Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported the device was disposed of by the site and won't be returned for analysis. The patient weight was updated. No re-implantation was scheduled at this time. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# v050295, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that there was a revision. The rep reported that the hcp had intended to remove the right side lead and then cap the left lead so an MRI could be performed to reimplant the right side lead. During the procedure the hcp had damaged the left lead thus they removed the entire system. The rep said the patient wasn't getting much efficacy despite reprogramming the last 10 years. Rep was notified of the therapy issues 2 days ago. The rep also inquired about why impedance was around 1000 ohms after the hcp had cut the right lead, when they would have expected an open circuit. Technical services reviewed with the caller that the lead was still in tissue and blood thus the connectivity there could cause impedance to be normal, however the expectation would be an open circuit. Rep didn't mention when the hcp would schedule the implant. There were no further complications reported.